Event description:
The following has been reported: "device after start up only blinking and alarming. Fault was diagnosted in bad keyboard. After replacing new keyboard kit, device is [functional] and safe. Quality control performed after repair. Repair was done by our distributor (trained person)." Reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not sent back to brézins for investigation as repairs were performed locally. According to provided information, issue was resolved by replacing the keyboard which was sent for further investigation. Several cross testings were performed but the reported event could not be reproduced and no dysfunction could be detected. The root cause of the reported event might be linked to another part but can only be analyzed with the associated device. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.